Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer alleged that pump bolus calculation was inaccurate. Customer's blood glucose level (bg) was higher than expected (287mg/dl). Customer delivered an additional correction bolus to treat elevated levels. During troubleshooting with tandem technical support, customer's personal profile settings and carb ratio were confirmed to be correct. Tandem technical support instructed the customer that the pump does a reverse correction to correct to a target bg level and if customer agrees to the reverse correction amount, it will reduce the bolus amount. Customer understood.